Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-apr-2024. The device evaluation was completed on 27-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and patency tests of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. Temperature and impedance test was performed; however, only impedance values were recorded on the ngen system, with no temperature values displayed. A patency test showed the device was flushing correctly with no obstructed holes or irrigation issues. Dissection of the device revealed an open circuit in the thermocouple (tc) in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature issue reported by the customer was confirmed as open circuit was detected during analysis. Additionally, a damage in the pebax was detected. The potential cause of the open circuit cannot be determined. The root cause of the pebax damage could be related to an unintended manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. Follow standard practice for vessel puncture, guidewire insertion, and guiding sheath use and aspiration per its instructions for use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood was found to be pooled in the spring part between electrode 2-3¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿the temperature rapidly increased and safety mechanism on ngen side activated to stop ablation¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. After connecting, no error on the carto 3. The temperature and the impedance were displayed normally. When started ablating, right after the start, the temperature rapidly increased and safety mechanism on ngen side activated to stop ablation. A few ablations were attempted at different locations but the same issue occurred. The qdot micro catheter was removed from the patient¿s body and checked. Blood was found to be pooled in the spring part between electrode 2-3. The catheter looked differently from normal one by sight and was replaced. No error occurred with the replaced catheter and the issue was resolved. The procedure was continued and successfully completed without patient consequence. Additional information was received on 21-mar-2024. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no damage to the catheter pebax. At the moment of catheter removal, the entire area was stained red and when retrieved after the case, the fluid had drained out over time, since it had accumulated only in the area below the pebax. It was difficult to determine if it was just blood or a mixture of blood and saline, but it was a red liquid. The blood was found to be pooled in the spring part between electrode 2-3. Usually there is no blood retention in that area. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jun-2024, there was reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 27-jun-2024 and have assessed this returned condition as reportable.